Event description:
Heparin drip was infusing at 7cc/hr (700u/hr). Somehow the rate changed or was changed back to an old primary rate of 115 cc/hr. A full bag of 25,000u/250cc infused between 1045 and 1357. User facility can find no staff who were in the room at 1130 when the rate was changed, husband denies.